Event description:
It was reported that an ilet device experienced a cracked touchscreen, and the user was instructed to disconnect from the ilet and transition to backup therapy while a replacement was arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user¿s representative and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fracture of the device¿s touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.

Manufacturer narrative:
Initial.